Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25oct2018. Philips field service engineer (fse) confirmed the reported issue and replaced the video graphic array printed circuit board, (vga pcb). The fse also performed performance verification for the vga pcb. The unit passed extended self test (est) and the performance verification test successfully.

Event description:
Customer reported the unit display was distorted/pixilated. No patient/user harm reported. Unit continued to ventilate as expected. The event date was not specified; estimate used.